Event description:
The user reported very poor sound quality (drum/cymbal-like) with no improvement since activation. A re-insertion surgery has been completed on (B)(6) 2025. It was possible to successfully reinsert the array back into the cochlea.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced a decrease in hearing benefit with the device and pain during stimulation due to a partial post-operative migration of the electrode out of cochlea. Further a complete insertion of the electrode was not achieved at implantation surgery with one channel remaining extra-cochlear. The reported pain was likely caused by extra-cochlear stimulation in the middle ear. The active electrode was successfully re-inserted. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported very poor sound quality (drum/cymbal-like) with no improvement since activation. A re-insertion surgery is considered, but no date has been scheduled yet.